Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer went to emergency room due to high and low blood glucose level on (B)(6) 2021. Customer had blood glucose level of 220 mg/dl. Customer was treated with insulin drip. Customer had low blood glucose level of 13 mg/dl. Customer was not using auto mode. Customer was hospitalized due to high and low blood glucose level on (B)(6) 2021. Customer was treated with insulin drip. Customer was alleging insulin pump for over delivering. The reservoir wil not be and insulin pump will be returned for analysis.